Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve procedure, using the first reload did not fire and the second one fired but had an incomplete staple line. A new device was used to complete the case. There was no patient injury.